Manufacturer narrative:
This report is associated with argus case (B)(4), super poligrip.

Event description:
Got into her throat and it killed her. Case description: this case was reported by a nurse and described the occurrence of medication stuck in throat in a female patient who received double salt dental adhesive cream (super poligrip (unspecified zinc free variant)) cream (batch number unk, expiry date unknown) for drug use for unknown indication. On an unknown date, the patient started super poligrip (unspecified zinc free variant). On an unknown date, an unknown time after starting super poligrip (unspecified zinc free variant), the patient experienced medication stuck in throat (serious criteria death). On an unknown date, the outcome of the medication stuck in throat was fatal. The reported cause of death was unknown cause of death. The reporter considered the medication stuck in throat to be related to super poligrip (unspecified zinc free variant). Additional details, adverse event information was reported by consumer via phone on 31 october 2016. Consumer reported that over 30 years ago, her aunt died because poligrip got into her aunts throat and it killed her aunt. Consumer said she was a nurse and she was the one to remove her aunts dentures. She said her aunt was up in age.

Event description:
Case description: this case was reported by a nurse and described the occurrence of medication stuck in throat in a female patient who received double salt dental adhesive cream (super poligrip (unspecified zinc free variant)) cream (batch number unk, expiry date unknown) for drug use for unknown indication. On an unknown date, the patient started super poligrip (unspecified zinc free variant). On an unknown date, an unknown time after starting super poligrip (unspecified zinc free variant), the patient experienced medication stuck in throat (serious criteria death). On an unknown date, the outcome of the medication stuck in throat was fatal. The reported cause of death was unknown cause of death. The reporter considered the medication stuck in throat to be related to super poligrip (unspecified zinc free variant). Additional details, adverse event information was reported by consumer via phone on (B)(6) 2016. Consumer reported that over 30 years ago, her aunt died because poligrip got into her aunts throat and it killed her aunt. Consumer said she was a nurse and she was the one to remove her aunts dentures. She said her aunt was up in age. Follow up information was received on 4 january 2017 via adverse event reporting (aer) form by nurse. The nurse medically confirmed the information previously reported. The demographic details (initials, age, date of birth, weight and height) of patient were added to the case. The start date ((B)(6) 2016) and stop date ((B)(6) 2016) was added to the case. The event of circumstance or information capable of leading to medication error was added to the case. The outcome of circumstance or information capable of leading to medication error was unknown.